Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to high blood glucose. Customer's mother removed the insulin pump before going to the hospital. The blood glucose reading is unknown. Nothing further reported.